Event description:
The complainant alleged that during biomed testing, the device's paddle controls were inoperable and could not charge or discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.